Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The patient tests her blood glucose 4 times a day. She manages her diabetes via insulin and pills. The patient indicated that the alleged meter issue started on eight days prior to original date. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue. On an unspecified date/time after the reported issue began. The patient claimed that she developed symptoms of shakiness and sweating. The patient stated that she got results of "450 and 495 mg/dl" but it is not known what device was used. The patient also mentioned that she was taken to an emergency room (ER) where her blood glucose "was high". She reportedly was treated with an "insulin drip". It is not known as to what date/time the patient received the medical attention. It would have been helpful to know the following information: when the patient received the medical intervention, what actions the patient took in response to the meter issue, what actions the patient took before and after the symptoms developed, and what device was used to obtain the reported results. In addition, it would have been helpful to know if the patient was able to test her blood glucose before, during, and after the symptoms developed. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she received treatment in a ER or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them nad, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.